Event description:
It was reported that a user¿s meal announcements were not appearing in device reports despite the user asserting that announcements were being made, leading to confusion about insulin dosing and caregiver distress. Symptoms included concern about glycemic control and reported episodes of low glucose being overtreated. Outcomes included no reported alarms, no reported adverse events, and blood glucose noted in range during follow-up. Investigation included review of device meal history and comparison to the reporting system, user education on proper meal and snack announcements, guidance on appropriate treatment of hypoglycemia, and verification attempts following a factory reset. Investigation of this case revealed that multiple meal announcements initially failed to populate the report despite being entered, but subsequent testing confirmed a recorded meal announcement, suggesting intermittent data capture or synchronization issues rather than a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user training needs and potential software synchronization behavior, with continued monitoring and additional training planned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.